Event description:
(B)(6). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerned a (B)(6) male patient of unknown origin. Medical history: prostate cancer. Concomitant medication: insulin glargine. The patient took insulin lispro (humalog) via cartridge, on a sliding scale dosing regimen, for the treatment of type I diabetes, beginning five to ten years ago (approximately (B)(6) 2000 or (B)(6) 2005). On an unspecified date, the patient started using humalog cartridges via a humapen memoir burgundy reusable device. Reportedly, the left half of the display screen was completely blank on the patient's memoir pen and he could not read either of the two numbers clearly; he could read partial numbers and there was a partial readout of the number zero (associated product complaint (B)(4)/lot 0906g03). Around (B)(6) 2010, the patient began using a new humalog cartridge and for the rest of the week through the night of (B)(6) 2010 the patient's blood sugars were elevated significantly (associated product complaint (B)(4)/ lot a612020c). It was also reported that the patient's blood sugars were "out of whack and had deteriorated drastically" while using this cartridge. The patient's blood sugars were elevated before meals and were 273 (mg/dl), 259 (mg/dl), 148 (mg/dl), 185 (mg/dl), 218 (mg/dl). When the patient changed cartridges his blood sugars improved. He recovered from the events. The humalog was continued. The patient operated the device and his training status was not reported. General device duration of use was not specified. The suspect device had been used for about six months. The return status of the device was not specified. It was unknown if use of the suspect device was continued.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller reports 5 meters were used during the correlation study, but she did not know which meter produced which discrepant result. Reference medwatch report with (B) (4), (B) (4), (B) (4), and (B) (4) for suspect devices used in the correlation study.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 6.2 inr/4.26 inr, 5.3 inr/3.68 inr, 4.8 inr/3.43 inr, 3.9 inr/2.90 inr, >8.0 inr/5.96 inr, 5.2 inr/3.98 inr, 4.1 inr/2.69 inr, 4.2 inr/2.98 inr, 6.7 inr/5.06 inr, 4.8 inr/3.60 inr, 3.5 inr/2.59 inr, 4.0 inr/2.98 inr, 6.0 inr/4.55 inr no actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.